Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed. The customer was able to open the drawer from the back panel, and the customer attempted to recover storage space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the plunger u link busted on 2.2 causing drawer not to unlock on its own. A field service engineer (fse) replaced the broken plunger square, restoring proper operation. The half height drawer 2.2 was verified to lock and open correctly in both the application and the hardware test application. The system functioned as intended after the field service engineer repaired the device.